Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) was hospitalized after collapsing and falling backwards landing on back of the head. The ICD remains in service and the patient had an MRI. No additional adverse patient effects were reported.